Event description:
N/a.

Manufacturer narrative:
The hakim valve was returned for evaluation. Device history record (DHR) - lot crgck0, conformed to the specifications when released. Failure analysis - the valve was visually inspected; needle holes over needle guard were noted. The position of the cam when valve was received was 120mmh2o. The valve was hydrated. The valve was leak tested and only leaked from the needle holes. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that in (B)(6) 2017 the codman hakim programmable valve was implanted to a patient via v-p shunt with an unknown setting. The set pressure was changed for the first time in 4 years. However, because the patient complained of a headache, the pressure was regained, but the symptoms of the headache did not improve. On(B)(6), 2021, the valve was replaced because a shunt malfunction was suspected. The patient is in the follow-up.